Event description:
Visible white residue in the line was reported for the following product: 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger. The issue was identified prior to and during priming. There was no patient involvement, no human harm and no death.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg: 7/21/2025. A series of photos was shared by a customer, where white residue inside the tube is observed; the substance is only observed in one short section of the tube. No additional damage or anomalies are noted. Three (3) samples # (B)(6), lot# 14321071 (2 new and 1 used), and four (4) opened/unused list# 011-ch3261, lot# unknown, and lot # 14396994 were returned for evaluation. As received, the 7 (seven) used/new/unused samples were visually inspected with ultraviolet (uv) light, confirming the presence of errant solvent attached to the wall of the tube in all the samples at the bond connecting with the spiros and the drip chamber. However, nothing was loose in the fluid path the complaint of white residue matter can be confirmed. The probable cause was due to an error during the manual assembly process in (B)(4). The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.